Event description:
(B)(4). Migraines, leg cramps, exhaustion, depression, weight gain, irritability, pain in lower abdomen, back pain, and urinary tract infections. Had full hysterectomy leaving the ovaries (B)(6) 2016 to remove the coils.